Event description:
Strings coming off tampons device breakage. Case narrative: consumer reported via phone that strings are coming off tampons. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2022. An investigation is in progress for returned product received on august 3, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings coming off tampons [device breakage]. Case narrative: consumer reported via phone that strings are coming off tampons. No injury reported.